Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during post dilatation of a mildly tortuous, mildly calcified distal right coronary artery (rca), the xience v balloon was pressurized at 12 atmosphere; however, the pressure started decreasing. The xience v stent delivery system (sds) was removed and an attempt to pressurize the balloon outside the patient's anatomy revealed that the balloon had ruptured on the distal shoulder. A non-abbott balloon was used to dilate the xience v stent at 16 atm. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.